Manufacturer narrative:
A general reagent problem could be excluded because calibration and quality control were acceptable. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Additional information was provided clarifying that patient 1 occurred on (B)(6) 2025. Medwatch field b3 date of event was updated. Patient 2 occurred on (B)(6) 2025.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The customer alleged there was interference from the patient's medications. This medwatch is for the calcium gen.2 assay. Refer to the medwatch with a1 patient identifier (B)(6) for the magnesium gen.2 assay. Patient 1: the initial magnesium gen.2 result was 0.149 mg/dl, and the initial calcium gen.2 result was - 0.101 mg/dl. This patient was being treated with isoprinosine. The sample was repeated using a cobas c501, and the magnesium result was 0.544 mg/dl. The calcium result was -0.0693 mg/dl. Patient 2: the initial magnesium result was 0.218 mg/dl, and the initial calcium was 1.18 mg/dl. This patient was being treated with cortizon. The sample was repeated using a cobas c501, and the magnesium result was 0.214 mg/dl. The questionable results were not reported outside of the laboratory.